Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd4 (B)(4) therapies. In (B)(6) 2007, the patient began extraneal viaflex 1,500ml, once daily (lot number not reported) and dianeal-n pd4 (B)(4) 5,000ml, once daily (lot number not reported) intraperitoneally (ip) for diabetic nephropathy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The patient was treated with modacin (ceftazidime hydrate) therapy (dose, frequency and route not reported). On an unreported date, the patient recovered from the peritonitis. Extraneal viaflex and dianeal-n pd4 (B)(4) therapies were unchanged and ongoing. Concomitant medication was not reported. The reporter believed the event of peritonitis was unrelated to dianeal-n pd4 (B)(4) and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.